Event description:
It was reported that the pump fell out of customers pocket and the touch screen became shattered and unresponsive. Customer¿s blood glucose was 90 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.